Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material may not have been removed since the injection tube was not assembled properly and proper reprocessing was not conducted due to looseness of water supply connector. The final root cause of the foreign material clogged in the air/water nozzle was unable to be identified. The event can be detected and prevented by following the instructions for use which state: ¿instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) shows how to prevent the event.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. The device evaluation found that due to clogging of nozzle, air supply volume does not meet the standard value. In addition to the findings reported in b5, the following nonreportable malfunctions were identified: due to damage on s-cylinder, water tightness is lost; scratches on various parts of the device; grip is shaved; air-water cylinder had discoloration; suction cylinder had discoloration; switch button 1 had a pinhole; number of max cumulative uses were reached; mouthpiece was loose; due to a pinhole on bending section cover, water tightness is lost; due to damage on channel tube, water tightness was lost; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; distal end cover had a dent; light guide had a crack; adhesive on rubber was worn; and universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus, that there were difficulties getting the evis exera ii colonovideoscope air/water channel flush with the bowl fittings. There was no patient harm associated with the event. During evaluation of the returned device, the evaluation found the nozzle was clogged/material clogging air/water could not be removed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.